Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a removal procedure due to a fractured ribfix blu plate which was implanted approximately three (3) years before. It was also indicated that the patient had a fall from a ladder and was experiencing pain prior to the clinical visit which was not confirmed yet. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 all of the explanted devices were returned for investigation, including the one fractured ribfix blu 12 hole prebent plt (item# 76-2602, lot# unknown). The 76-2602 was clearly fractured at one of the screw holes near the middle of the plate. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.